Manufacturer narrative:
The product code was reported as 35700. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The spectrum iq operator's manual, 41018v0900, outlines instructions to resolve an "air-in-line!" Alarm on page 9-6, which includes opening the door to assess the line and removing the air if necessary. The alarm cannot be overridden. Additionally, dependent on size, smaller bubbles are counted toward accumulated air and the pump will alarm when greater than one milliliter of air is detected within 15 minutes at normal temperatures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during intravenous (IV) infusion therapy of "double vasopressors", using a spectrum pump, an air-in-line alarm was generated and the pump would not let the nurse over-ride the alarm. The nurse stopped the pump and opened the pump door and no significant volume of air was observed (further described as "very small champagne" bubble). The nurse disconnect the patient and primed the line to remove the micro-bubble. Subsequently, the patient did not receive IV infusion therapy of vasopressin "for at least one minute" resulting in the mean arterial pressure of the patient to drop below "60" . The vasopressors was titrated upwards to treat the event. No additional information is available.